Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic left main artery. The physician advanced a 2.0x20mm non-bsc balloon to the lesion and predilated it, then confirmed with ivus. The physician then advanced a 3.0x20mm non-bsc balloon and inflated it to 10 atms on the first inflation and it ruptured. Then the physician changed to a 2.0x30mm maverick2 balloon and inflated it to 12 atms for twenty seconds on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 2.0x30mm quantum maverick balloon inflated to 20 atms and the deployment of a stent. Patient status is reported as "good."